Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed episodes of oversensing of atrial noise and atrial undersensing. Multiple episodes of pacemaker mediated tachycardia were also noted. The patient was asymptomatic to the event and was feeling fine. Programming changes were discussed; no intervention was performed. The patient would continue to be monitored.